Manufacturer narrative:
Additional information was received that the patient did not have a burn and there was no skin breakage. Physician was wondering if the burning sensation when charging might just be an irritation from needing to charge more frequently since the patient was using a higher rate setting.

Event description:
A report was received that the patient had burn at the ipg site when charging. It was noted that the patient was experiencing burning sensation when charging. Database analysis revealed no anomalies.

Event description:
A report was received that the patient had burn at the ipg site when charging. It was noted that the patient was experiencing burning sensation when charging. Database analysis revealed no anomalies.